Event description:
It was reported that there was a revision of the ball and cup due to wear.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown liner. An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned to the manufacturer.

Manufacturer narrative:
No device evaluation, history review or complaint history was performed as no devices were received or identified. Based on the x-rays provided there is evidence of poly wear but not evidence of loosening. Stem seems well fixed. To perform a full dictation on this event, the following is required: revision operative report including findings and indication for revision. This complaint was rejected for medical review until further information has been received. The reported event regarding revision due to wear of an unknown liner was confirmed.

Event description:
It was reported that there was a revision of the ball and cup due to wear.